Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1620c124ej, serial/ lot #: (B)(4), ubd: 17-sep-2021, UDI #: (B)(4); product ID: etlw1620c124ej, serial/ lot #: (B)(4), ubd: 10-mar-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a pre-ruptured 50 mm abdominal aortic aneurysm. It was reported that the patient presented urgently to the hospital due to the ruptured abdominal aortic aneurysm. It was stated that the endurant ii stent graft system was implanted to attempt to treat the ruptured aorta. It was reported that the patient's death was confirmed during the index procedure. As per the physician the cause of the death was that the aneurysm was completely ruptured and bleeding could not be controlled. No additional clinical sequelae were reported.